Event description:
It was reported that a signal loss occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient and his wife were at a hotel in (B)(6). At 2:50am, the patient¿s wife found the patient unconscious. The cgm device was not providing a cgm reading as the patient had been experiencing intermittent signal loss for the past several days. It was not reported if the patient was using a bg meter as a back-up during times of signal loss. Emergency medical services (ems) arrived and tested the patient¿s bg meter reading, which was 33 mg/dl. Ems treated the patient with a ¿glucose injection¿ and transported the patient to the ER. At the ER, the patient had a CT scan and x-ray done to rule out a stroke. The patient was discharged approximately 8 hours later. The patient was in good condition at the time of report. Data investigation could not confirm signal loss issue. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.